Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Review of lot number for complaint trend, nonconforming report and CAPA review. No trends noted.

Event description:
According to the available information, the device malfunctioned-loss of fluid.

Manufacturer narrative:
The follow-up is created to document conclusion of the investigation and updated device infomation. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned component revealed a separation with abrasion adjacent to it on the exhaust tube of cylinder 1 at the tube/strain relief junction. Testing revealed this to be a site of leakage. A group of separations was noted on the reservoir inlet tube, indicating contact with unshod instrumentation. Testing revealed this to be a site of leakage. Abrasion was noted on all tubes of the pump and strain relief of cylinder 1. No functional abnormalities were noted with the pump or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 1 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.